Manufacturer narrative:
Concomitant medical product: dtba1d1 ICD, implanted: (B)(6) 2017.

Event description:
It was reported that one day post device change the patient experienced diaphragmatic stimulation from the left ventricular (lv) lead. Reprogramming was done and the lead remains in use. The patient is a participant in the (B)(4) clinical study. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.